Manufacturer narrative:
Visual evaluation of the returned capio device revealed that the dart carrier is separated and the handle is detached from the shaft. Visual analysis of the uphold vaginal support system mesh revealed that the dart is missing from the blue dilator with fraying at the proximal end. The blue/white dilator and suture are intact with a very small amount of damage to the proximal end of the dilator. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached inside the patient while the physician was pulling the suture through the tissue. The needle was not retrieved. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached inside the patient while the physician was pulling the suture through the tissue. The needle was not retrieved. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) needle detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.